Event description:
It was reported that the ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the unit has been affected with oily liquid. Identification of issue has been done by analyzing problem description and provided photos. There was no patient harm. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that liquid entered through the compressed air hospital's network. The technician checked the ventilator. It has been concluded that air gas module and monitoring board have been irreversible damaged. The air gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported based on available information as defective gas module may lead to stop of ventilation, low o2 or high pressure. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).